Event description:
The svc report shows that the audio alarm volume is too low. The co's customer support engineer (cse) verified that the volume was too low and that it could not be adjusted. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.